Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter not flashing after connecting it to sensor. The customer's blood glucose was 7mmol/l. Customer stated they retracted sensor; actual electrode is missing. The customer was advised the sensor will be replaced.